Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the motion indicator drops when unplugging the ias from mvs. Replacing the motion batteries resolved the issue.. The imaging system then passed the system checkout and was found to be fully functional. The batteries have not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the battery of device had failed. This was observed outside of a surgical procedure. No patient involved.